Event description:
(B)(4).

Manufacturer narrative:
Exemption number (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). (B)(4). The actual dialog + machine was checked at the facility by a b. Braun biomed technician and no deviation was found. Information received from the facility indicated the cardiac arrest occurred approximately 10 minutes into therapy. Additional medical information that the patient was receiving at the time of the event was not provided, other than aspirin and tylenol as need and statin. The patient was an end stage renal disease patient. The therapy data set provided by the facility was 3.5 hrs., uf goal = 1.4l, bic = 35, bath 3k, ca 2.5. At this time, the trend file has not been received and the investigation is on-going. A follow up report will be submitted when the trend file and/or additional information becomes available.